Event description:
The customer called, reporting the uom changed from mmol/l to mg/dl on their unlocked freestyle meter. The meter is one that was designed to allow the uom to be selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mmol/l. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Reading with an 18 cal code were found in glucose log. Log error #s 0300, 0015 errors were found in error log. E3/e4 errors with low battery icon were not observed. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.